Event description:
When attempting to use the conmed foot controlled suction coagulatory 10 fr (ref 130187), the product failed to work. While troubleshooting, the rn noted that the cord (where it is inserted into the bovie machine) was visibly smoking. The device was disconnected from power and removed from the operating suite. A new product was opened and used to complete the case without issue. There was no harm or impact to the patient. A product complaint form was filed on the company's website.